Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's husband reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400+ mg/dl. The husband stated that his wife's pump read no delivery during a bolus. The customer treated the high blood glucose reading with a manual injection. The customer was advised to perform a 5.0u fixed prime. The customer stated that insulin exited and no alarms occurred. The customer will be sent replacement sets.